Event description:
Pt was scheduled for a bilateral implant exchange. Upon doing the surgery the left breast implant's outer lumen was found to be not intact. The implants were placed in the pt in 1977 by a different surgeon than the explanting surgeon. Neither the pt nor the explanting surgeon knew who the MFR of the implants was. The implants were double lumen implants. The outer lumen was saline and the inner lumen was silicone. Facility considers this to be a pt injury. The implants were sent for routine pathology with nothing abnormal reporting back to our facility for the explanting surgeon.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.